Manufacturer narrative:
While troubleshooting with bec hotline, it was discovered that there were no reagent packs loaded on the instrument. The customer found all of the reagent packs in the refrigerator. Service was not dispatched as the issue was identified during troubleshooting. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) hotline to report that their unicel dxc 600i synchron access clinical system was generating all qc results as no value with indeterminate (ind) flags. The instrument was serviced by a bec field service engineer (fse) earlier on the day of the event for an unrelated issue. No patient samples were analyzed during the event. No reports of death, injury, or change to patient treatment have been reported in connection with this event.